Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/11/2023, an FDA medwatch notification was received via email for report number: mw5148313. A facility representative reported that an ar-6410 arthroscopy main pump tubing had a malfunction. Per the event description of the medwatch report: "there was malfunction of the fluid tubing through the arthroscopic pump. There was found to be a small breach in the tubing where it was positioned in its housing unit and this allowed air to be introduced into the joint which was only apparent during the final minutes of the case when air bubbles were noticed, and the tubing defect was noted. This introduced the possibility of arthroscopic fluid contamination, although, with the positive pressure of fluids into the joint, it is unlikely that outside contaminants entered the joint during the procedure. However, as this was recognized, the inflow was immediately shut off, and the tubing was disconnected and changed to new sterile tubing. The tubing was inspected and found to have a small perforation which allowed air entry." The procedure took place on (B)(6) 2023.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a supplier process issue; however, due to the device not being returned, we are unable to confirm the reported event.